Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. A sample return is expected and a follow up medwatch report will be submitted upon completion of investigation. A bezoar is a known complication of a j-peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A nurse reported that during a gastroscopy, the patient¿s intestinal tube was found to have a bezoar. The intestinal tube was replaced and the patient was not hospitalized.

Manufacturer narrative:
(B)(4). The click adaptor and j-tube were received at abbvie for examination. The j-tube was received in two segments. The click adaptor was connected to one segment of the j tube. A visual inspection was performed. A bezoar was observed near the bolus end of the j-tube. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 27 mar 2020: sample return evaluation.